Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill notification when attempting to load with multiple cartridges. Reportedly, the cartridges were filled with 200 units. The customer's blood glucose level was 360 mg/dl. Reportedly, the customer had humalog injections available as alternate insulin therapy.